Event description:
It was reported, that "cannula bent at distal end." There was no reported pt injury and/or change in therapy. Note: the reported device has been returned and forwarded to the quality analytical laboratory for eval.